Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device hasn't worked for them and they now have a catheter. Caller stated that the therapy was only effective for two weeks then quite working. Patient said they need to have MRI's done and were told that they were unable to have any MRI done. Agent reviewed MRI compatibility with the caller. Patient also said the implant is protruding and doesn't lie flat and their back is not even flat anymore for some months now. Patient mentioned they need the device taken out. Agent asked how long the issue has been going on and patient said they have been telling their doctor and the doctor said they want it out, but right now they need to have mris due to their ms. Agent reviewed implant longevity and eri (elective replacement interval) with the patient. Patient then said they had a 5 year battery life when they were implanted, but agent reviewed the patient's implant is a rechargeable battery that is good for 15 years. Caller stated that they were confused about the longevity of the device. Caller also mentioned that they lost the handset/tm90 but still had the wr.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.